Event description:
During stent deployment, the physician felt resistance and then the thumb slide broke. It was reported that the physician was using the proper technique while deploying the stent. The physician completed the stent deployment by using surgical scissors to ratchet the stent out. There was no effect to the patient.

Manufacturer narrative:
The catheter was returned; however, the thumb slide and slider pin were not returned with the catheter. The device was disassembled and there were no issues noted with any of the returned subcomponents including the ratchet, guidewire lumen and ratchet shaft. Examination of the surface of the slider block did not reveal the sequence of the thumb slide failure, that is, if the thumb slide sheared at the pin first or if the pin sheared at the slider block first. A CAPA regarding thumb slide breaks has been opened and to date, the CAPA investigation has not revealed a specific design, process or material issue associated with the failures. The device history records were reviewed and there were no anomalies noted that would have lead to the failure of the thumb slide. Review of production non-conformances for thumb slide issues did not reveal an issue associated with thumb slide pin shear. (B)(4). There was no serious injury related to this event. Because of a previous thumb slide break that resulted in medical intervention to preclude a serious injury, this event is being reported per the medical device reporting guidance.